Event description:
While using bipolar, the patient sustained a superficial burn of the ercb muscle (r). Muscle was debrided by surgeon (minimal) without significant outcome.

Manufacturer narrative:
Conmed electrosurgery has made several attempts to contact the user facility. We will continue our attempts to obtain additional information regarding the patient status and to obtain the system 2450 for evaluation.